Event description:
During circumcision, tip of penis was cut off. Tip was reattached with surgical intervention. The clamp used has a opening of 7-8 mm and newer models have an opening of about 3 mm, thus reducing the risks of injury. All of these MFR's clamps have been permanently removed from svc.